Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had repetitive insulin flow blocked alarm during normal insulin pump use. The customer¿s blood glucose value was unknown at the time of the incident. The device will be returned for analysis.